Event description:
Pt complained of pain in fallopian tubes, dizziness, hives between fingers and toes, sleep disturbances, decreased appetite, nausea, headaches, severe menstrual bleeding, bloating, severe lower back pain, cramping. Device was implanted for contraception.